Event description:
An alert for high, out of range pacing lead impedance was observed via merlin.net transmission. At follow-up, no sensing or capture was observed. Both device and lead were replaced.